Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door 2 had failed and displayed a required maintenance error, similar to a prior issue with door 3. Additionally, the barcode scanner was intermittently not functioning; the customer noted it appeared to be due to a loose connection, as adjusted the cord temporarily restored scanner operation. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that door failed and barcode scanner not working. A field service engineer (fse) replaced latch to resolve the drawer issue then checked connections and wires alignment. Further the fse reseated the loose connection in barcode scanner and confirmed working properly. The system functioned as intended after the field service engineer repaired the device.